Event description:
It was reported that, in 2014, after not having good therapy effect a cat scan, MRI and ¿shooting dye¿ revealed that there was an issue with the catheter. The catheter was ¿bent or broke¿. The patient was also told by a physician that the catheter was ¿wrapped¿ around his spine. When asked about further details regarding the catheter being wrapped around the spine, the reporter did not know. It was reported that they ¿realized last year that the issue all along was a catheter issue and not a pump issue¿ (refer to manufacturer report # 3007566237-2015-02140 for previous ¿issues¿). The patient¿s pump and catheter were then replaced on 2015 (B)(6). The patient was now doing well and the pump was helping with his rsd (reflex sympathetic dystrophy). The device system was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested regarding the alleged catheter issue but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709, lot# l62632, implanted: 1999 (B)(6); product type catheter. (B)(4).